Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp pump stopped during treatment. The cardiohelp was exchanged and the emergency drive was used. A getinge service technician (fst) was sent for investigation and repair on 2022-08-02. No malfunction could be confirmed. The technician performed safety, calibration, and functionality checks to factory specifications. All tests passed and the device was put back use. Thus, no parts were replaced and available for technically investigation. The log files of the device were analyzed by getinge product experts and no malfunction of the device could be confirmed. Thus, an exact root cause could not be identified. The customer confirmed that the hospital had a circuit emergency on (B)(6) 2022 (date of event). Customer confirmed also back, that most probable the failure occurred in relation to an user error as a result of the circuit emergency. Based on the results, no product related malfunction could be confirmed. The review of the non-conformities has been performed on 2022-03-01 for the period of 2017-09-01 to 2022-02-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the cardiohelp pump stopped. A potential for harm of patient or operator war reported, but no harm to any person has been reported. The information received, that the emergency drive was used and the cardiohelp was changed. Complaint number: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available. A getinge technician will investigate the unit in question.